Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/no information. Model and catalog number: unknown/no information. Serial number: unknown/no information. Expiration date: unknown as the serial number was not provided. Unique identifier (UDI) number: a partial UDI was provided as the serial/lot number is not available. Explant date: if explant; give date: not applicable as device remains implanted. Email address: unknown/no information provided. Device manufacture date: unknown as the serial number was not provided. The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
This event was reported to jnj thru another doctor via the jnj account executive. Dr. (B)(6) indicated that his peer dr. (B)(6) (this report) said the trailing haptic got caught in the plunger upon insertion. Jnj performed follow-up to get more details but the customer did not respond. No further information was provided. Dr. (B)(6) medwatch number is (B)(4).